Event description:
Per the clinic, the patient experienced a bacterial infection at the implant site and was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. Re-implantation is planned but has not taken place at the time of this report.